Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug. The indications for use was spinal pain indications. It was reported that the patient stated they were having a hard time getting the handset and communicator to connect to the pump. The patient stated they called a couple months ago and a the manufacturer's patient services specialist (pss) walked them through clearing the data and it worked after that, but now they need assistance again. The patient mentioned they tapped 'clear cache' in patient data service tab last night, but that did not resolve the issue. The patient had the myptm app open during call and read they have 14 boluses left today. Pss assisted the patient in closing out of all running applications, accessing the 'patient data service' tab, and clearing data. While clearing data, patient mentioned their bluetooth light on the communicator was on. The patient then confirmed they were able to successfully connect to their pump and bolus well. Patient mentioned a brief telemetry delay at 81% but was rapidly moving communicator around the pump. Pss reviewed communicator general use.

Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.